Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 216 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump gave an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. Unable to perform the off no power test due to the alarms. After component replacement, the pump was tested and no alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.